Manufacturer narrative:
(B)(4)

Event description:
It was further reported that a review of the device performance information indicated that there was a gradual increase in thresholds on the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Impedance gradually rises from a min of 450 ohms to a maximum of 787 ohms. There were 5 ventricular paces that were open and backed up with successful unipolar paces. There were 4 open circuit pacing counts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.